Manufacturer narrative:
The reported event for high impedances was confirmed. The lead was received complete. Microscopic inspection of the lead revealed all wires were broken 16.5cm distal to the stimulation end. The broken wires are consistent with an overstress condition the lead was subjected to while in vivo. The reported event of lead migration cannot be confirmed with product analysis.

Manufacturer narrative:
Device information included.

Event description:
Manufacturer report number 1627487-2021-13186.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete device information.

Event description:
It was reported that lead migration and high impedance issue was observed on the lead. Lead was explanted, and a new lead was implanted. There were no complications during the procedure. Patient was stable.